Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer's mother stated that this is the third time the alarm has occurred. Customer's mother is changing the reservoir. Alarm did not occur during manual prime. Customer's mother will monitor the issue. Customer was not wearing the same set so troubleshooting could not be performed. After changing the set, there has not been another no delivery alarm, but the customer's blood glucose level was elevated with ketones. Customer's mother was informed to change the reservoir. Insulin pump will need to be replaced. Customer's mother was advised to monitor the pump and the customer's blood glucose levels. No additional information provided.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.